Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarms on the insulin pump. Customer stated that their endocrinologist told them that the pump keeps shutting off and sometimes comes on for a couple hours. Customer reported that they are unable to troubleshoot at the time of the call. Customer did not troubleshoot because they would simply resume delivery. Customer does not want to return the set or reservoir for analysis. Customer will continue to use the pump. Customer declined troubleshooting for high blood glucose because they were not home to do any tests.